Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Additional information received confirm serial number is (B)(4). As a result the following fields have been updated: serial number: (B)(4). Catalog number: za90030120. Unique device identifier (UDI #): (B)(4). Expiration date: 11/16/2022. Device manufacture date: 11/16/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, there is no indication the lens was explanted. Device evaluation: sample is not available for investigation, product testing could not be performed since the serial number is unknown. Manufacturing records review: the manufacturing records for the product were not reviewed. The complaint occurrences review could not be performed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a za9003 intraocular lens (iol) into the patient eye, one haptic was broken and left in the cartridge. The lens was hard to position in the eye, so a capsular tension ring was placed, and hooks were also used to secure the lens. There was no incision enlargement, suture, or vitrectomy required. No further information provided.